Event description:
Additional information received reported the healthcare provider (hcp) removed all components on (B)(6) 2011. The patient resolved with full explant, flushing of pocket site and allowing patient time to heal up. A culture was taken but results were unknown. The patient begged the hcp to leave the device since it was giving good therapeutic effect. The patient outcome was the patient was fine and would move onto implant as appropriate.

Event description:
It was reported that an infection occurred and the device was scheduled to be explanted on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28 lot # v794135 implanted: (B)(6) 2011 explanted: unknown patient programmer model 3037 serial # (B)(6) implanted: na explanted: na.